Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine testing, the cs300 intra-aortic balloon pump (iabp) unit does not detect mains voltage. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse determined that the unit only worked on batteries. The fse replaced the power supply. The fse checked and calibrated the unit. The unit was then stated to be suitable for use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a